Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: leak. Probable root cause: system design (tolerance stack up issue). Manufacturing / assembly error. Use error. Damage during shipping (inadequate packaging). Damage during shipping (abuse during transit). The device manufacture date is not known.

Event description:
It was reported that there was contentional loss of insufflation due to tubing disconnection.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was potential loss of insufflation due to tubing disconnection.